Manufacturer narrative:
The site has indicated that the incident sample has been discarded. Additional details are being requested by our clinical staff. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that during a colectomy, oozing/bleeding from two or three sealed tissue pedicles was observed. A forcetriad electrosurgical generator set at two bars was in use. Single and double activations were utilized during the procedure. There was no tension on the tissue at the time. There was no patient injury.